Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat persistent atrial fibrillation and considered off-label use, the farawave pulsed field ablation catheter had difficulty loading the merit inqwire rosen j tip guidewire. The catheter was removed and examined for damage, but no anomaly was observed. The catheter was flushed, and attempts were made to reload the guidewire but without success. Subsequently, the catheter was replaced, and the procedure was completed. There were no patient complications. The catheter is not expected to return for analysis as it was disposed. It was further reported that during preparation, the wire loaded smoothly and did not get stuck. After the wire and catheter were removed from the body, tissue was observed on wire. The catheter is not expected to return for analysis as it was disposed.